Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of "programmer screen not working properly", the touchscreen was misaligned and out of calibration. The touchscreen connector was cleaned and reseated, the touchscreen parameters were reset and the touchscreen calibrated. New software was installed, the device was cleaned and it then passed its electrical safety as well as all other final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen was not working correctly, that the arrow was not selecting. The programmer has not been received into service. No patient complications have been reported as a result of this event.